Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump has a crack on the reservoir. Blood glucose reading at the time was 88 mg/dl. The reporter stated that the damage was due to wear and tear. Advised the reporter that the insulin pump will be replaced. Nothing further reported.